Manufacturer narrative:
Corrections in g1. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the device was not returned, however x-rays were provided which show that the closure top has migrated out of the screw. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown patient or surgical factors. DHR review: the lot number was not provided, so the DHR was unable to be reviewed. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that the surgeon performed a laminectomy on a patient who had a previously-installed vital mis construct, when during the surgery, one of the closure tops was found to have migrated out of its mating screw. There was a delay of an hour while a vital mis kit was sterilized so it could be used to re-tighten the closure top back into place. The patient continues to have leg pain post-operatively. This is report two of two for this event.

Event description:
It was reported that the surgeon performed a laminectomy on a patient who had a previously-installed vital mis construct, when during the surgery, one of the closure tops was found to have migrated out of its mating screw. There was a delay of an hour while a vital mis kit was sterilized so it could be used to re-tighten the closure top back into place. The patient continues to have leg pain post-operatively. This is report two of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2023-00079.